Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a ¿connect cgm dosing stopped¿ screen on the ilet while using a dexcom g7 sensor and had entered incorrect or missing sensor pairing information, resulting in loss of cgm-driven dosing until proper pairing was completed. Symptoms included hyperglycemia with a cgm value of 287 mg/dl that was trending down by the end of the interaction. Outcomes included transient hyperglycemia without reported injury or hospitalization. Investigation included customer support troubleshooting and education, verification of the active sensor in the g7 app, and guidance to enter the correct sensor code into the ilet for proper pairing. Investigation of this case revealed user setup error related to incorrect or omitted sensor code entry leading to a cgm communication interruption, which resolved after correct code entry and pairing. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.